Event description:
It was reported that during a case, the plastic portion of the unit broke inside the pt. It was further reported that it took 20 minutes to retrieve the broken piece.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.